Event description:
On (B)(6) 2012, the reporter contacted animas alleging that she received a maximum total daily dose (max tdd) warning but that she had not taken enough insulin to meet the max tdd. Troubleshooting indicated that multiple boluses had been delivered by the meter remote that the patient stated she did not program. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a 24 hours duration test was performed and no unprogrammed boluses occurred during testing. A normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. The keypad was removed and no damage was found to the button contacts. The meter has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: meter powered up and paired successfully with test pump. All keys are functional and responsive to user input. No errors occurred during the investigation. Unable able to duplicate the complaint during the investigation.